Event description:
On (B)(6) 2025, the user reported that their ilet touchscreen would not unlock despite troubleshooting steps including charging and confirming the most recent software update. The device remained unresponsive, and a replacement was arranged. No blood glucose impact was reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.